Event description:
Found removal of leibinger hmmf very difficult after 3 weeks due to overgrowth of tissue.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.